Manufacturer narrative:
Device not returned.

Event description:
The device distributor reported that the device had a broken bearing following a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.